Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced ruptured tubing. The following information was provided by the initial reporter: additional information (customer response) (B)(6) 2020: what was the date and time of the event? Unknown. I strongly suspect this item is the same item that was reported in 376027 and was dropped off at my desk with no documentation. That would make the event date sometime in early june. There is a tubing set that was left on my desk that may be the one from this complaint, but it was dropped off with no explanation. The set in my possession is a 2426-0500 sku, lot 20043192. The tubing has ruptured in an uneven ring right after the first large blue fitting after the first y site. No patient information was communicated, but this also happened on 5th floor.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced ruptured tubing. The following information was provided by the initial reporter: additional information (customer response) (B)(6) 2020: 1. What was the date and time of the event? Unknown. I strongly suspect this item is the same item that was reported in 376027, and was dropped off at my desk with no documentation. That would make the event date sometime in early june. There is a tubing set that was left on my desk that may be the one from this complaint, but it was dropped off with no explanation. The set in my possession is a 2426-0500, sku, lot 20043192. The tubing has ruptured in an uneven ring right after the first large blue fitting after the first y site. No patient information was communicated, but this also happened on 5th floor.

Manufacturer narrative:
The customer reported that tubing ruptured at filter location. The customer also provided information that the item was dropped off at their desk with no documentation. Received was a used separated primary set model 2426-0500, with package lot 20043192. The as-received sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. The silicone segment p/n (B)(4), was completely torn with the torn off piece still attached to the upper fitment p/n (B)(4), underneath its retainer ring. No other damage or issue was observed. No functional testing was deemed necessary due to the obvious damage. Equipment used (inspection performed on (B)(6) 2020: ram optical instrumentation/eq08204/calibration due date (B)(6) 2022 the device history record search for model 2426-0500, lot 20043192, shows the set was manufactured on (B)(6) 2020, with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. The torn tubing indicates that a "pull stress" was applied. The root cause of the pull stress was not identified. As the tubing damage occurred during use and was not observed during priming, it is likely that this damage was not a result of the manufacturing process. Although the root cause of the silicone segment damage could not be definitively determined, previous investigations have shown that this damage can occur during manufacturing, set loading, or as a result of excessive stretching or pulling of the tubing during use.